Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, while trying to unlock the real intelligence robotic drill to insert the bur it was giving a system timeout. They made sure the long attachment was locked, markers pushed down, tracker pushed all the way back and nothing helped. The real intelligence robotic drill light was blinking so they switched the long attachment and powered off and back on. This did not help, and they received communication and internal errors. While grabbing a backup robotic drill, they turned on the drill diagnostic test to make sure the initial real intelligence robotic drill was calibrated and it was. The procedure was completed, with a non-significant delay, using a s+n back-up device. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with internal exposure motor connectivity issues. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.